Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as touch contamination. The patient was not hospitalized for the event. The patient was treated with vancomycin and gentamycin ip for peritonitis. Two weeks after the onset of peritonitis, the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis was unknown but was previously reported by the peritoneal dialysis registered nurse (pdrn) that it was suspected that the cause was breach in aseptic technique. The patient was treated with antibiotics (every other day, for about 1 week). The patient stated that they recovered nine to ten days after the onset of the peritonitis event. (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.